Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that there was no damage to cartridge compartment. The cartridge cap was intact and was able to tighten properly to the cartridge compartment. The investigation was unable to reproduce the loose cartridge cap allegation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the pump had a loss of prime due to a loose cartridge cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.